Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed depleted batteries. This issue is currently being investigated.

Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.